Event description:
The service report shows that the device failed the leak test during a performance eval. The co service tech inspected the device and adjusted the safety valve o-ring and set screw. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.